Manufacturer narrative:
Follow-up #1 date of submission 12/16/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow button was not activating desired pump functions when pressed. The issue reportedly started occurring within approximately the last three months. The patient is making sure all pump programming was correct. The patient reported no damage or peeling of the keypad. There was no reported patient impact associated with this complaint.